Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, and the customer did not require third-party assistance. Reportedly, the customer was using fiasp insulin with the pump, and had been using the same cartridge for over 3 days. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide, and that the insulin is indicated for use for 3 days. Customer changed cartridge and infusion set to address the issue.